Event description:
A customer reported that unspecified knives from paks were dull. There have been three pts involved. Alternate knives were used to complete the surgeries with no harm to the pts.

Manufacturer narrative:
Samples have not yet been received for eval. Since no lot number was provided, a device history record review could not be performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).